Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an egg-shaped left atrium for a mitraclip procedure. While the first xtw clip was aligned over the valve, the implanter unintendedly pulled the steerable guide catheter (sgc) back too far. This resulted in the entire system (clip delivery system (cds) and sgc) moving backwards. The sgc ended up in the right atrium; and because the grippers were still raised, the xtw clip was stuck in the atrial septum. In effort to free the clip the cds handle was advanced, but the grippers were still stuck in the septum. The clip was attempted to be re-sheathed with the sgc by pushing over the grippers to dislodge them from the septum. Several unsuccessful attempts were performed. Then, +/- knob was added to the sgc to change the trajectory and eventually the clip became free, creating a large hole of the atrial septum. A couple of attempts to recapture the freed clip inside the sgc were performed. There was detached septal tissue caught in the grippers. The clip was recaptured into the sgc and removed from the anatomy successfully. The sgc remained in the right atrium. A guide wire and dilator were advanced to cross over the septum into the left atrium. The sgc could not cross the septum smoothly. It was determined the distal tip was deformed during retraction attempts. The guide wire remained and the sgc was removed. A new sgc was able to cross the septum and enter the left atrium. The second xtw was inserted, and the clip could not position as normal due to septal perforation (23 mm hole). The sgc was not being supported at the septal height prior to the perforation. This resulted in inadequate septal height and difficulty orienting the clip above the valve. It was decided to remove the clip, but there was difficulty retracting it into the sgc. The clip arms had never been opened. The clip was eventually removed into the sgc. Once removed, septal tissue was noted to be wrapped around the clip. The xtw was replaced with an ntw, but the implanter decided to discontinue the procedure once the device exited the sgc. The patient was stable during the entire procedure. An s26mm septal occluder was implanted to close the atrial septal perforation after the mitraclip procedure was discontinued. On 05nov2024 during device analysis from the manufacturer, the soft tip and braided shaft were observed to be deformed and the soft tip was torn. The soft tip is different from the distal tip.

Manufacturer narrative:
All available information was investigated, and the reported deformed soft tip was confirmed. The reported failure to advance across the septum and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported deformed soft tip and failure to advance across the septum are related to procedural conditions (tip damaged during retraction attempts and affected advancement over the septum). The reported improper or incorrect procedure or method was associated with the user unintendedly pulling the sgc too far back, resulting in the sgc in the right atrium. A letter will be sent to address the deviation from the IFU. There is no indication of a product quality issue with respect to manufacture, design, or labeling.